Event description:
A customer called and said that their elite system when using excel off brand reagent strips was giving customer a result of 268 mg/dl while a competitive method gave a result of 182 mg/dl. The testing was done fasting and within minutes of each other. While on the phone a review of the system was attempted. However, the customer did not have the requisite supplies e.g. Check strip etc. These items will be provided and follow-up made.